Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient was hospitalized with hyperglycemia on (B)(6) 2016. The reporter stated that the patient went to the hospital with a blood glucose of 328 mg/dl with mild ketones. While at the hospital, the patient was delayed from receiving a correction dose of insulin which caused the patient's blood glucose to increase to 494 mg/dl with moderate ketones. The patient went into diabetic ketoacidosis and was transferred to the intensive care unit and treated with intravenous insulin. The reporter stated that the patient experienced additional symptoms of extreme thirst, excess urination, nausea, dehydration, and vomiting, but was unable to mention if these symptoms were present for the initial hyperglycemia or developed as the patient went into diabetic ketoacidosis. The reporter stated that the patient's healthcare provider had changed the pump's basal rate and bolus settings in relation to this event. The reporter reviewed the pump's history and found that the recorded basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient was hospitalized with hyperglycemia while on the pump.